Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left distal superficial femoral artery. The lesion was first inflated at 6 atmospheres and was dilated at 10 atmospheres using an unspecified balloon catheter. The physician advanced a 7.0mmx40mmx80cm (4f) sterling balloon catheter to dilate the lesion, however, on the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).